Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient infection. The defibrillation and transvenous leads were surgically abandoned. No further adverse patient effects were reported. A request was made for product return.